Event description:
It was reported the side arm had detached during an interventional procedure. Since there was a wire still in the sheath, there was a limited amount of blood back-up. Another 6f introducer with the same lot number was used and experienced the same problem. The right leg started to bleed profusely. Manual compression was applied and held until the sidearm of the sheath had fallen out again. Reportedly, there was no apparent damage to the introducer. Another introducer with lot number 1217240 was successfully used. The pt was in stable condition.

Manufacturer narrative:
Review of the complaint database revealed no similar events with this lot number. Three 6f maximum act 12cm hemostasis introducer sheaths and dilators were received for evaluation. The returned components were not damaged from shipping. The introducer sheaths and dilators are identified as a, b, & c. Introducer sheaths a & b were received with the sidearm detached at the hub of the sheath. The dilators for a & b were received not inserted in the sheaths. Sheath b had kinks distal to the hub. Introducer sheath c was received with the dilator inserted into the sheath and was from lot number 1217240. A kink was seen on sheath c distal to the hub. A blood like substance was present on all returned components. Sheath b had kinks at 0.1 and 0.7 inches distal to the hub. Sheath c had a kink 1.45 inches distal to the hub. Sidearm c had a ring of solvent measured .30 inches from the end of the tubing. Sidearm a had a faint ring of solvent measured at .189 inches from the end of the tubing. Dilators a & b were inserted into sheaths. Dilator a passed through the sheath with no resistance into the snap lock position. Dilator b passed through the valve, but resistance was encountered midway down the shaft by a blood like substance. Dilator c was removed and reinserted into the snap lock position. Sheath c did not have a side port failure; it came from a different lot and was returned for comparison only. A waterbath was used to clean off the sidearm tubing of a & b of the blood like substance. The sidearm from sheath c was pulled free from the hub. A ring of solvent was present. Microscopic analysis compared sidearm a to sidearm c. A slight ring of solvent was present on sidearm a. There was no detectable presence of a solvent ring on the tubing from sheath b. Thirty six unused parts from the same lot were returned with sheaths a, b, and c. The unused parts were inspected for side port pull strength and presence of a solvent ring. All 36 parts met specifications. Additional investigation was performed on the three 6f maximum act 12cm hemostasis introducer sheaths and dilators labeled as a,b,& c. Sheath c side port did not fail in the field. The tubing was manually separated in the lab to compare against sheaths a and b. Both sheaths a and c showed a presence of a solvent ring. A solvent ring was not clearly visible on sheath b. Internal corrective actions were implemented to address the solvent application during the mfg process. Operator retraining and awareness documented the effects of side port detachment, as well as, the tolerances of the side port and tubing.